Event description:
In (B)(6) 2008 I had the essure procedure done after that I continuously passed clots my doctor tried different meds nothing worked. Leading to (B)(6) 2013 having a complete hysterectomy. Due to the essure, my life has completely changed, my sex life is not the same and I'm very depressed.